Manufacturer narrative:
Investigation results: all explanted devices were not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed that this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: the device was not returned for analysis and the complaint as reported could not be confirmed. Record review revealed no additional information related to the complaint. Therefore, this investigation is unable to determine a probable cause for the complaint and the conclusion code known inherent risk of device will be used.

Event description:
It was reported that the patient was not getting any stimulation following an implant procedure. The patient underwent another procedure wherein the implantable pulse generator (ipg) and spinal cord stimulator (scs) paddle lead were replaced. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI, upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 7084625, UDI: (B)(4).

Event description:
It was reported that the patient was not getting any stimulation following an implant procedure. The patient underwent another procedure wherein the implantable pulse generator (ipg) and spinal cord stimulator (scs) paddle lead were replaced. The patient was doing well postoperatively.